Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the night prior to the phone call, the customer had low blood glucose of 54 mg/dl and was very weak, so the paramedics were called. Upon arrival they came to the conclusion that the customer had delivered hundred units of insulin within ten minutes. The determination was made by checking the amount of insulin that was left in the reservoir of the insulin pump. The customer treated their low blood glucose with food and drink and was able to increase their blood glucose to 74 mg/dl. Troubleshooting was performed and it was noticed that the drive support cap of the insulin pump was flush. The device passed the displacement and the self tests. The caller stated that whoever programmed the customer's insulin pump had programmed the fill cannula to ten units of insulin. In the alarm history of the device there was a no delivery alarm present from (B)(6). Nothing further was reported.